Event description:
The bard recovery g1a filter was placed in the pt's inferior vena cava via a femoral approach due to dvt in the leg three months prior this report. At that time, the apex of the filter was level with the renal veins and no tilt was noted. A cavagram was performed and no filter abnormalities were noted. It was also reported that the pt experienced a fall 5 days after implant and the physician feels that this fall caused the dislodgement of the filter. Pt has subsequently experienced a pulmonary embolism, where emboli has been noted in the pt's pulmonary artery. A subsequent cavagram was performed. It was reported that the recovery filter experienced a thirty degree tilt with apparent tenting of the apex into the ivc wall, and tenting and suspected perforation of the filter legs into the opposing ivc wall. There was no extravasation seen on the cavagram. It was also noted that the filter experienced a 1-2cm caudal migration. The filter remains in the pt.